Event description:
Baxter representative reported that approximately five minutes prior to finishing a three hour treatment on a system 1000 hemodialysis device, a conductivity alarm occurred due to a concentrate supply running dry. While attending to this alarm, it was noticed there was air in the venous line from the venous line clamp extending towards the patient. Rn immediately stopped the blood pump and clamped the venous line. At this point, rn noticed air in the venous section of the single needle, she immediately clamped this section of the needle. Rn observed the circuit to determine how air could enter the system without causing an alarm. A drop of blood on the venous bloodline at the venous line clamp was also noticed. Upon opening the venous line clamp door it was observed that the venous bloodline was "pinched" between the clamp (the clamp was closed) and that the line had split. At no time did the patient exhibit any signs or symptoms of air emboli. The patient said that felt a little funny and tight in the chest. The patient was taken to the treatment room and laid on left side. Oxygen saturations at the time were 98%. The patient was seen by a medical officer and discharged with no medical intervention required.